Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was a defective manifold assembly. Additional malfunctions were a defective tie strap for the sieve beds and a defective for the o-ring manifold assembly.